Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/04/2016 with the following findings: a visual inspection of the pump revealed multiple cracks in the battery compartment. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed there were multiple cracks in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 02/04/2016.